Event description:
A us distributor contacted zoll to report that a patient had a pre-existing skin condition which caused sores and lesions on their body and scalp. Patient reported that the lifevest exacerbated the condition. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a hydrocortisone cream for the skin irritation. Outcome of the irritation is unknown

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.